Manufacturer narrative:
The product was not returned.

Event description:
It was reported that the patient presented via merlin.net with their device in backup vvi. The patient was brought into the clinic for further troubleshooting and a device download was performed successfully. The patient was asymptomatic.